Event description:
Technician alleged brakes were not holding.

Manufacturer narrative:
The technician found brakes were not holding due to age and wear. Technician replaced bushings on brake block and worn brake casters to resolve the issue.